Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pumps were returned to animas and investigated. Of the investigated pumps, were found to be malfunctioning due to moisture within the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 43 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call-service cs 088 issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-67 years of age and between 17 and 260 pounds. Of the reported patients, 21 were male, 22 were female, and 0 were unknown.